Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received two inappropriate shocks due to oversensing of noise while sleeping. Troubleshooting was performed and the noise was able to be re-produced both in the primary and alternate vector however, there was no noise seen in secondary. Impedances were noted to be within normal range. Chest x=rays were performed which showed a hinge point at the device pocket. The device was re-programmed to secondary with 2x gain and the plan is to have the patient be evaluated in the cath lab. At this time, the electrode remains in service. No additional adverse patient effects were reported.